Manufacturer narrative:
Summary of event: as reported, during pyelography, the doctor identified that the material of an ncircle tipless stone extractor was "defective". The location or nature of the defect was not reported. The procedure was completed by replacing the material. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. No photos were provided. A search of our north american distribution center database found all devices from the reported lot had been shipped. No similar product from the same lot was available for investigation. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the reported lot records 3 nonconformances. However, no information was provided to determine the nature of the reported issue. Therefore, it could not be determined if the recorded nonconformances were related to this incident. A lot history search found no other complaints have been reported for this lot. Because there were no known related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The product instructions for use (IFU) provides the following information to the user: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned and information detailing the defect was not provided. It was not possible to determine the nature of the defect or any possible cause. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A visual inspection of the returned device was conducted. The device was returned to cook without packaging. The support sheath, basket sheath, and basket wire show damage at the male luer lock adapter (mlla). The basket has 1 broken wire visible and it appears to have been melted. Cook completed a review of the device history record (DHR). The DHR for the reported lot found 3 non-conformances, none of which are related to the reported failure mode. The returned device was found to have to have 2 issues: 1) the support sheath was separated at the handle. The device was returned without packaging, it is possible the damage occurred during return shipping. 2) the returned basket wire that was broken had a melted appearance, indicating the wire was possibly exposed to a laser. At this time based on the available information the most likely cause of the complaint appears to be user error. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: technical manager/ quality specialist. PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during pyelography, the doctor identified that the material of an ncircle tipless stone extractor was "defective". The location or nature of the defect was not reported. The procedure was completed by replacing the material. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.